Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported who was in the room that during a laparoscopic hemicolectomy procedure; the circulator opened the device using sterile technique and the scrub tech properly removed the retaining cap from the cartridge. The surgeon then placed the device through the trocar and upon opening the device in the abdomen, the rep noticed that the cartridge was not seated properly in the cartridge channel. The rep asked the surgeon to remove the stapler for inspection and in doing so noticed that the cartridge was extremely loose in the cartridge channel and would not stay snapped into place. The procedure was completed using same like device. No adverse patient consequences were reported.